Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, screw and nut were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 10th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ x-ten. As it was stated, screw and nut were missing from the light cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ x-ten. As it was stated, screw and nut were missing from the light cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, nut and screw were placed and the equipment was released for use. It was established that when the event occurred, surgical light did not meet its specification, since missing particles from the light cover such as screw or nut could be considered as a technical deficiency, and in this way the device contributed to the event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that there is no increasing trend of occurrence. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturing site, it was possible to determine that the absence of assembling components was the result of an incomplete maintenance (cleaning) operation performed by unauthorized person. Such a scenario was also confirmed in the information provided by getinge technician. What is worth mentioning, user manual for x-ten (0130103 en 3a, pages 9 and 26-27) mentions the following: ¿ the operation and safety of the device may be affected by the removal of certain components during servicing operations ¿ for safety reasons, do not alter or adapt the device in any way without maquet sas's approval ¿ during daily checks - "check the lightheads for chipped paint, impact marks and any other damage we believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 10th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, screw and nut were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 10th june, 2022 getinge became aware of an issue with one of our surgical lights ¿ x-ten. As it was stated, screw and nut were missing from the light cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.